Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the suction channel and the forceps elevator adhesive was missing. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive had a crack; the insertion tube had surface scratches; the light guide tube had surface scratches and buckle; the light guide lens had a crack; the pink material on the ultrasound probe was loose and had a cut. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and reported that reprocessing was performed according to the instructions for use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had weak suction. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a foreign material in the suction channel and the forceps elevator adhesive was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Also, the root cause for the missing adhesive near the forceps cover could not be identified. The event can be detected/prevented by following the reprocessing method described in the instructions for use: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.